Event description:
It was reported that during a difficult second transseptal puncture in an afib ablation procedure, when the physician attempted to access the second transseptal puncture with the ablation catheter by following the sheath, the patient's blood pressure became decreasing. Ice confirmed the perforation. A pericardiocentesis was performed and the patient was transferred to ccu in stable condition.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Manufacturer ref # (B)(4).

Manufacturer narrative:
The concomitant products: stockert 70 system: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). Carto 3: model # m-4800-01 serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The catheter was evaluated for deflection characteristics and tested for electrical leakage and resistance, temperature, generator behavior and patency flow. The results of these tests were found within specification. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not been confirmed.